Manufacturer narrative:
G4: 25aug2020. B4: 15sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that the ventilator had a backup alarm error code during testing. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced central processing unit (cpu) . The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.